Event description:
Good faith attempts were made an no further information was made.

Event description:
Clinic notes were received that a vns patient was having an increase in seizures in (B)(6) 2010. Reported as the patient was having daily seizures. The patent is taking keppra, trileptal, tranxene, lamictal, lorazepam. It is unknown the relationship to their vns and the relationship to their baseline seizure rate. Investigation is underway.